Manufacturer narrative:
Product complaint # ==> (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record received. Litigation alleged revision of tibial and polyethylene components. Doi: unknown; dor: (B)(6) 2019. Left knee first revision.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
On (B)(6) 2017, the patient had a left total knee arthroplasty to address end-stage osteoarthritis. Depuy components, including depuy patella were used during this procedure. No mention of manufacturer of cement. On (B)(6) 2019, the patient had a left total knee arthroplasty revision of tibial tray and insert to address failed left tka with medical tibial bone collapse. The postop diagnosis included bone compression and malalignment of the tibial tray. The tibial tray was also noted to be loose. The femoral component was noted to be intact and retained. Intraoperative radiographs were noted to show a non-displaced fracture of the medical tibial plateau.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ; a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.